Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received was from a patient (pt) regarding an implantable neurostimulator (ins). Caller states the patient is wanting their scs removed, but cannot find a physician to do so. The patient told them it is bothering them and not working anymore. Tss asked when this began, but the call was disconnected. Tss attempted to call back to ask remaining sr questions and provide guidance, but caller did not answer.